Manufacturer narrative:
Findings: unit had button error alarmed due to corroded on keypad trace. Unit received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.